Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead found no significant anomaly, but it was noted the leads had been cut.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08d0t, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va08d0t, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The health care professional of the clinical study reported they removed the lead and stimulator due to loss of efficacy. There was gentle traction/blunt dissection for lead removal. The device was explanted and not replaced as the subject would be discontinuing the study. There was no injury to the patient and the event was considered resolved without sequelae. Cause of the loss of efficacy was not noted; if additional information is received a follow-up report will be sent. Patient indication for use is gastrointestinal/pelvic floor